Event description:
It was reported the pt displayed signs of infection with redness on the right side. The pt stated the infection may have occurred following a battery replacement in 2007. The pt met with the hcp in 2008 and discussed performing diagnostic testing for add'l info on the infection. The patient reported beginning antibiotic treatment sometime after three days later. No other testing, symptoms or outcome was reported. Add'l info has been requested from hcp, but was not available on the date of the report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp indicated the infection was at the device pocket incision. Additional symptoms included swelling at the infection site. No cultures were obtained. The patient was treated with IV antibiotics. The hcp indicated the patient had a uti that resolved after 10 days of antibiotics. The infection at the device pocket incision continues to be ongoing.

Event description:
Additional information received indicated the patient had spent 51 days in the nursing home and hospital after the infection.

Event description:
Additional information received indicated the patient spent 4 days in the hospital and 60 days in the nursing home due to the infection. The patient's spouse stated, "the infection was cleared long ago".